Manufacturer narrative:
This is the second of two reports (see 3008650117-2020-00012) in relation to the report of two broken staples. During evaluation and investigation, the implants were not available for analysis. The implants are not expected to be returned for the manufacturer review/investigation. The device history records were reviewed and showed that parts were manufactured and inspected within all critical specifications of the device manufacturing record. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that a paragon 28 jaws 20mm staple was implanted for a talonavicular fusion. The staple broke post-operatively at the junction of the staple bridge and leg. The broken staple was revised. The revision date, patient information, and information regarding the patient health after the implant breakage was not reported.